Manufacturer narrative:
Date of this report: the date was missing in follow-up 1 (08/28/2015).

Manufacturer narrative:
Analysis of the data logs revealed a significant drop in calibration sensitivity at the time the patient sample was measured. The calibration sensitivity drop indicates that the glucose sensor was covered by some kind of clot that either influences the rinse solution level for the glucose sensor and/or deprives the glucose sensor from a proper solution exposure. A bd sampler was used for the patient measurement. Bd samplers use silicone as a lubricant, which can cause problems at especially the glucose sensor, where even small layers of silicone can cause the problem observed in this case. The most likely root cause of the problem is the silicone from the bd syringe. The customer was advised to use the clot catcher tool when using bd syringes. Radiometer consider this case closed.

Manufacturer narrative:
The data logs from the analyzer have been requested for further investigation of this event.

Event description:
The customer reported that a glucose measurement on a patient sample was measured on (B)(6) 2015, and reported a value of 0.9 mmol/l on the abl90 analyzer. To validate this extreme low value the same sample was measured on accuchek (roche) and the value was 11.1 mmol/l. Based on the series of measurements the customer reported the result of 0.9 mmol/l from the abl90 as false low. No adverse consequences were reported for the patient as a result of this event.